Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her son had diabetes ketoacidosis as she noticed a bent when she changed the infusion. The patient was feeling like puking and was sick so she she put him on a new reservoir and tubing and got everything ready, she delivered a bolus to her son on the day of this report but took off from the site as he was not getting insulin. Reportedly the patient's mother self treated him with a pen. The patient's blood glucose level at the time of incident was 484 mg/dl. He received a drip but was not given insulin as corrective treatment until they got to other location. The patient was hospitalized for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.